Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). Programming changes were discussed but not made. There were no patient consequences.